Event description:
It was reported that pump displayed malfunction code and had not experienced any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction code, was advised that pump use could continue, and was instructed to call back if malfunction code appeared again.